Event description:
Patient revised for the second time on (B)(6) 2021 due to dislocation from non-compliance with post-operative instructions, approximately 5 days after first revision (poly swap due to noncompliance; exchanged 36/+3 standard cup for 36/+6 stability cup) and 3 weeks after primary surgery. Surgeon explanted the 36/+6 stability humeral cup and 36mm centered glenosphere with screw, and replaced them with a 36/+9 stability humeral cup and 36mm eccentric glenosphere with screw.